Event description:
The report stated that during a procedure, a wire loop was seen at the jaw of the device. The surgeon also reported that the knife blade was dull. Oozing occurred during the procedure, but the cause of the oozing is unk. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.